Event description:
Caller reported a cartridge alarm 20 while the pump was in operation, resulting in a blood glucose level of 526 mg/dl. The customer addressed the high blood glucose level with a correction injection via multiple daily injections (mdi) and requested a replacement as the cartridge alarm persisted despite assistance in loading a new cartridge. Technical support resolved to replace the pump since it was out of warranty and the customer was interested in obtaining an out-of-warranty loaner pump.